Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -13.00/+2.50/61 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient experienced low vaulting, refractive surprise, and the surgeon notes the lens possibly had flipped. It was then reported the lens was explanted with a planned replacement implant.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).